Event description:
Product analysis was completed on the returned lead . A cause for low impedance was not identified. Continuity checks of the returned lead portions were performed during the functional analysis, and no discontinuities or short circuit conditions were identified. An abraded opening in the outer tubing was identified with potential fluid leaks in the outer tubing. The condition of the returned lead portion was consistent with conditions that typically exist following an explant procedure. Note that since a portion of the lead assembly (body) including the electrode array section was not returned for analysis, a complete evaluation could not be performed on the entire lead product. No anomalies outside of the abraded opening were identified in the returned lead potions.

Event description:
Product analysis was completed on the returned generator. Various electrical loads were attached to the pulse generator and results of diagnostic tests demonstrate that accurate resistance measurements were obtained in all instances. The generator performed according to functional specifications with no anomalies identified analysis has not been completed on the returned lead to date. No further relevant information has been received to date.

Manufacturer narrative:
B5. Describe event or problem, d9 device available for evaluation, h3 device evaluated by the manufacturer, h6 ae type of investigation codes, correction : initial MDR inadvertently reported that the products were not returned and reported code b17 in adverse event problem codes.

Event description:
The generator and lead were received for analysis. Product analysis hasn't been completed on the returned products to date.

Event description:
It was reported that the patient underwent a full revision due to low impedance. There was no manipulation to the lead during surgery. Over a month prior to revision, patient presented to the clinic and low impedance was noted. The patient didn't recall a fall or anything that would have caused trauma to the lead. The suspect product has not been received to date. No further relevant information has been received to date